Event description:
The pt experienced changed pain intensity 4 months ago and a loss of therapeutic effect. She had numbness and no feeling in the left half of her left thigh and her right big toe. Two months ago, she began to have bladder problems, it felt like something was pushing on her kidney and she almost passed out from the pain. The pump medication was changed from dilaudid to morphine about three months ago and then changed to sufentanyl. There were large and frequent medication dosage increases over the last three months which only temporarily relieved her pain. The pt was at home; her status was undetermined. The pt was searching for an hcp to explant her pump as her hcp was retiring soon. The pt was provided the website for physician listing and consulting information. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.